Manufacturer narrative:
(B)(4). Method: (x-ray, fluoroscopy, ivus, CT, MRI, etc). Results: (patient lesion/vessel morphology). (Stent embolism (dislodgement) and failure to deliver the stent). (Use of force). No device received for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition. (Patient lesion/vessel morphology). (Use of force).

Event description:
The physician was attempting to deploy a 2.5 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient. An attempt was made to pre-dilate the lesion with a 2.5 x 20mm balloon, however, the balloon could not cross the lesion. A shorter balloon was taken and pre-dilated the lesion. It was reported that the stent dislodged from the delivery system. The stent was located partially inside the guide catheter . The physician attempted to partially deploy the dislodged stent. The guide catheter and stent delivery system were pulled back to the iliac artery. The stent was still on the wire at this point. The physician attempted to snare the stent using a wire, however, the stent came off the wire and migrated to the popliteal artery. It was reported that a decision was made to leave the stent in the patient. Two shorter endeavor stents were successfully implanted in the patient. The patient was reported to be stable after the procedure and was sent home. Cine image review: review of the procedural images provided confirmed the highly calcified nature of the vessel. The cd contains images of the pre-dilation balloons inflated at the lesion site. The inflated balloons appear to confirm that the lesion was severely calcified. The cd captures images of the stent as it partially exits the guide catheter tip. Ti appears that the distal stent segments may have been damaged as they appear to be flared. The stent dislodged on the procedural guide wire and is withdrawn along with the guide catheter and guide wire to the distal tip of the introducer sheath.